Event description:
Rn in pediatric ICU reported a problem with the bd angiocath-n autoguard. Stated that when she was attempting to restart IV, the angiocath inserted and the spring wouldn't work and needle wouldn't retract. Also had difficulties with the angiocath "splitting" and the tip "shredding".